Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, an unk material was observed covering the balloon. The lesion, in the intermediate branch, was predilated with a terumo 2.5x15mm arashi balloon. A taxus express2 2.5x20mm drug eluting stent was deployed with good results. A moderately severe stenosis, proximal to the stent, was treated with a taxus express2 2.5x8mm drug eluting stent. The delivery system from the 2.5x8mm stent was removed and a sleeve made of thin, clear plastic was wrapped around the balloon of the delivery catheter. The material of the sleeve looked similar to the balloon. The sleeve had clean ends and was not bonded to the delivery system in any way. No pt complications were reported.